Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on 15-dec-2023, it was decided to remove h6 health effect ¿ clinical code granuloma (e2317) and h6 medical device problem code material rupture (a0412) to more accurately capture the reported event. The operative report indicates bilateral breast asymmetry, ptosis, and that MRI results show that both breast implants appear intact. However, only the right axillary lymph nodes contain silicone. This report is for the patient¿s left breast prosthesis. On 21-dec-2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)- remove h6 health effect ¿ clinical code granuloma (e2317) remove h6 medical device problem code material rupture (a0412).

Manufacturer narrative:
On 03-jan-2024, the mentor failure analysis lab received the device for evaluation. On 09-jan-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced asymmetry and ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-nov-2023, mentor received additional information about the event: ultrasound results indicated probable granulomas in both the right axilla and the left axilla. The patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 405cc gel breast prostheses on (B)(6) 2023. On 12-dec-2023, mentor received additional information about the identity of the suspect medical device. It is a mentor memorygel breast implant 300cc gel breast prosthesis, catalog #3543007, lot #270627, UDI # (B)(4), PMA #p030053. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis rupture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).